Event description:
It was reported that prior to a procedure, the device could not be interrogated with rf telemetry. The device was able to be interrogated by replugging the rf antenna. No patient symptoms were reported.